Event description:
In 2006, a gore excluder aaa endoprothesis was implanted to repair a 5.8 cm abdominal aortic aneurysm. An intraoperative angiogram revealed a type ii endoleak that was left untreated. A one month postoperative computed tomography scan revealed that the aneurysmal sac increased to 6.0 cm and the type ii endoleak had not resolved. The physician will continue to monitor the patient and determine if reintervention is required.

Manufacturer narrative:
The devices remain functioning in the patient. A review of the manufacturing paperwork is being conducted. Please note: a gore excluder aaa endoprosthesis contralateral leg component was also implanted (pxc161000/lot#03760737).